Event description:
Caller reports suspected leakage of breast implants. After having them implanted, started having memory loss, headaches & severe fatigue. Surgery required due to silicon causing tumors in uterus & gallbladder, and prior to explant, experienced hardening of left arm. After explant, noticed improvement of symptoms. In 1992, reported this to f.d.a. And wants to report it again. Currently has health problems that they attribute to the implants.